Event description:
It was reported that during a da vinci surgical procedure, a clinical sales representative (csr) called in with an error on the system. The technical support engineer (tse) initially lost the caller and had to call back. The csr then called the site back to establish a three-way call. The site confirmed the error code 23062, but the logs had not been uploaded yet. The site had performed a hard restart, but it did not resolve the issue. Consequently, the site decided to bring in another console as the patient was already on the table.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the armrest motor module to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The armrest motor module was received for failure analysis. The reported motion issue was confirmed based on the description but could not be replicated during testing. Via lighthouse log review, error 23062 was identified, confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The armrest motor module was installed onto a golden system, where the component functioned as expected. The armrest motor module underwent calibration, sine cycle, friction, and brake tests, with no issues observed. Following ten power cycles and a 5 hour idle period in the golden system, no abnormalities were detected. Additionally, inspection of the connector crimp after calibration revealed no damage or broken connections. Based on these findings, failure analysis was unable to determine the root cause of the reported event associated with this armrest motor module.

Event description:
Refer to h11 for follow-up information.